Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet and freestyle libre 3 plus, with sensor glucose indicating about 50 mg/dl followed by a rapid rise to about 201 mg/dl within approximately 10¿15 minutes after treatment with a granola bar and juice; a contemporaneous fingerstick was about 20 mg/dl different from the sensor value, and the ilet issued low glucose alerts as designed. Symptoms included weakness, nervousness, and shakiness consistent with hypoglycemia. Outcomes included self-treatment without outside assistance, no medical intervention, and blood glucose returning to a safer range in about 30 minutes. Investigation included troubleshooting and user education on meal announcements and prioritizing treatment of low glucose before announcing meals. Investigation of this case revealed that the device alerted appropriately and that user workflow likely contributed, as the user announced a meal when glucose was low, after which hypoglycemia occurred; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear hypoglycemia with user-related factors possible. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.